Event description:
It was reported that the patient has high lead impedance due to a fractured lead. X-rays were taken and reviewed by medical professionals who confirmed the lead fracture. A full revision surgery was performed, and the explanted lead wire and generator were discarded. No additional relevant information has been received to date.